Event description:
A male patient had underwent evar on (B)(6) 2014. The valve leaked, so heparinized saline was used to keep valve full since the valve leaked all around the hub. According to the initial reporter, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.